Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the patient's mouth, the implant did not achieve primary stability in type ii bone. Clinician will monitor patient's healing. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the patient's mouth, the implant did not achieve primary stability in type ii bone. Clinician will monitor patient's healing. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.